Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during transport, the patient died. The customer only called to get assistance on how to view the ventilator diagnostic logs. Additional information has been requested.